Manufacturer narrative:
The customer found the qc editor tool wasn't working during their implementation phase of version 7.0.1. This event was highly detectable when reviewing their errors in the command queue. Merge healthcare fixed the sql syntax error and updated the patch installer to fix this issue. At this time, the investigation is complete and no further actions are required.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. A customer reported they used the qc editor tool to split a study and found the changes were not saved after saving and reopening the study. The qc editor tool did not give the customer a warning that changes were not saved. The qc editor tool is used to split, merge and/or delete series of images in a study. This may potentially cause a delay in treatment but is unlikely to cause harm as there is other clinical information that will be utilized to support the treatment of the patient. However there is no reported serious injury, death or harm to a patient as a result of this issue. (B)(4).

Manufacturer narrative:
The initial 30 day MDR report (2183926-2017-00003) was filed with (B)(4). Merge healthcare fixed the sql syntax error and updated the patch installer to fix this issue. At this time, the investigation is complete and no further actions are required.